Manufacturer narrative:
The date of event is estimated. Further information requested, not yet received.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting was done to recover the ipg.

Manufacturer narrative:
Section a4: patient weight was inadvertently omitted from the previous report.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.